Event description:
It was reported that patient experienced retinal stroke post procedure. A farawave nav catheter was selected for use, procedure was completed successfully with no acute complications and patient was discharged. Patient was later admitted to emergency (ER) complaining of blind spot in one eye. ER diagnostics confirmed a retinal stroke. There was also a suspicious of air embolism. The issue is ongoing. The patient was admitted to the hospital post procedure discharge. Stroke symptoms unresolved. Vision impairment persists.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.